Manufacturer narrative:
Product analysis: it was determined at analysis that the external pulse generator (epg) failed functional testing and shut down on tester multiple times. The main printed circuit board (pcb) was out of specification electrical. Two case screws were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. It was additionally noted at requested further (tier 2) analysis on the pcb that the earlier failure of it causing the test system shutdown was unable to be replicated however it was noted that it failed its active current test, specifically the backlight on-off difference. Troubleshooting attributed this failure to a partially damaged field effect transistor (fet). When this fet was replaced with a known good one the device then passed all tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.